Event description:
A surgeon has reported that a memory lens implanted in the eye of a pt has since opacified and was explanted. Several requests have been made to obtain additonal info. No further info is available at the time of this report.